Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A team leader reported problems with two laser probes during a vitrectomy procedure. The first probe did not have an aiming beam and the second probe got stuck in the cannula. The product was exchanged and the procedure was completed with no delay and no harm to the patient.